Event description:
Immediate skin rash, constant abdominal, back and joint pain, fatigue, food intolerances developed. Procedures needed to remove adhesions, endometriosis, fibroids. None of which I had prior to insertion of the essure implants.